Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy issue began on an unspecified date about 2 weeks prior to contacting lfs. The patient claimed that on (B)(6) 2017, he obtained a blood glucose reading of ¿300 mg/dl¿ with the subject meter which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments) and advised that in response to the alleged elevated readings, he administered 27 units of novolog r insulin. The patient denied developing symptoms but reported that on the same day, he was rushed to the emergency room (ER) by ambulance. It is not known what treatment, if any, the patient received whilst at the ER; however, he did advise that at 1:30 p.m., the same day, his blood glucose was measured using the ER device and claimed that a result of ¿145 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr also established that the subject test strips that the patient was using at the time of the alleged issue had expired in (B)(6) 2016. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient was reportedly rushed to the ER after administering insulin based on the alleged elevated blood glucose result obtained on the subject meter and he may have received treatment from a health care professional. There is insufficient information to rule out the subject device as a cause or contributor to the event.